Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period dec-2019 to nov-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Event description:
N/a

Event description:
The following event was reported via medwatch report # (B)(4) received 10-nov-2021: registered nurse (rn) noted intra-aortic balloon pump was not augmenting or filling appropriately, contacted nurse practitioner (np) from cardiovascular intensive care (cvicu) who confirmed finding at bedside. Upon inspection of tubing, found blood indicating balloon rupture. Pressor requirements quickly escalated with mean arterial pressure 40-50 eventually requiring norepinephrine, neosynephrine, and epinephrine. Additional providers notified and cardiologist, fellow and cardiovascular intensivist came to bedside to exchange balloon and pump. Patient experienced oxygen desaturation during procedure and disorientation requiring intubation and ventricular tachycardia requiring cardioversion that return to rhythm; however patient was pulseless electrical activity (pea) as there was no palpable pulse. Cardio pulmonary resuscitation (CPR) began, code team called and return of spontaneous circulation (rosc) achieved. Unfortunately balloon was not saved; however pump and tubing connected to the balloon were turned over to biomed. This report is for the intra-aortic balloon (iab). A separate report has bene submitted for the cardiosave intra-aortic balloon pump (iabp) under mfg report number 2249723-2021-02784.

Manufacturer narrative:
Additional reporter name: (B)(6). Complete event site name - (B)(6) medical center. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).